Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. Only the main coil was returned for this complaint. Delivery wire and introducer sheath were not returned. No more damages were found. The zap tip has a smooth surface. The main coil was detached, kinked and stretched, the cut section was in middle of the coil. The interlocking arm was detached. Dimensional inspection revealed that the outer diameter (od) at zap tip and primary coil were within it's specification. There were missing fiber bundles.

Event description:
Reportable based on device analysis completed on 10sep2019. Interlock-35 was received with MFR # (B)(4) with no reported issues. However, device analysis revealed that the main coil and interlocking arm were detached and there were missing fiber bundles.